Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The sample was repeated on the same instrument and resulted as expected. The cause of the discordant troponin result on one patient sample is unknown. It was discovered that the customer does not centrifuge patient samples according to the tube vendor specifications, which is a failure to follow instructions. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The second sequential sample from the patient was later tested and resulted higher. The physician then questioned the low result obtained on the initial sample. The initial sample was repeated once on the same instrument and twice on an alternate dimension exl instrument and resulted higher on both. It is unknown if the corrected result was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.